Event description:
It was reported that the patient's right atrial (ra) lead exhibited high thresholds and high impedance. The lead was capped and replaced. It was further reported that the patient's device reached premature battery depletion due to the chronic high thresholds requiring high pacing outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.